Event description:
It was reported that the pumps touchscreen timed out too quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.